Manufacturer narrative:
D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿4-7%" patients experience staple line bleeding¿ wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified gastric, inclusive of small bowel procedures. The respondent added " not sure of the exact percentage but seems like a small amount of bleeding occurs on every few firings of the stapler and has to be cauterized or sutured¿. This event likely required surgical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.